Event description:
X-ray showed radiolucent marks behind tritanium cup, pt experiencing discomfort in their hip. Revision surgery performed to replace the cup. Pt returned for revision surgery 2 yrs after primary surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.